Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from a healthcare professional (hcp). The patient reported that the old battery was dead. The surgery was to replace the dead battery. On (B)(6) 2020, the hcp reported that the surgery was done because the device quit functioning and didn¿t work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient underwent a revision surgery. No further complications were reported or anticipated.